Manufacturer narrative:
(B)(4). The complaint neopuff was returned to fisher & paykel healthcare's regional office and service center in (B)(4) for evaluation. The neopuff was visually inspected for damage, including damage to the manometer. The neopuff was also performance tested for functionality. Results: there was no damage noted to the neopuff; however, it was observed that the manometer needle was stuck at 20cmh2o. When the neopuff was tested, the manometer needle remained stuck. The manometer was replaced and the unit was performance tested again. The unit passed all tests with the new manometer. Conclusion: the neopuff is a portable reusable device which can be susceptible to impact damage. It is likely that the manometer's needle stuck due to impact, for example from being accidentally dropped. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The subject device passed all production performance and functionality tests following production in 2007. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly and advises the user to carry out a performance check and recalibration of the device should it be subjected to an impact.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare rep that the gauge on an rd900aeu neopuff infant resuscitator is sticking. No pt consequence was reported.